Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture was found to have an extra knot and the thickness of the suture was uneven, which affected the suture quality. Replaced with new suture. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: -do you have any photos available for visual analysis? --no a manufacturing record evaluation was performed for the finished device a manufacturing record evaluation was performed for the finished device no non conformances / manufacturing irregularities related to the malfunction were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.